Event description:
The ge oec stenoscop fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue, and removed, and replaced the on/off breaker and monitor cart cable. The system was tested, found to be operating as intended, and released to the customer for use. No patient injury or harm was reported as a result of the noted malfunction.